Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump showed a battery alert and then turned off during an unspecified process step at medicine 3 department. There was no patient involvement. No additional information is available.